Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the onetouch ultra2 meter reads inaccurately high. The patient also alleged she obtained an inaccurately low control reading with the subject meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issues began on (B)(6) 2013. The patient¿s testing frequency and typical blood glucose range are not known. The patient does not recall the alleged inaccurate high reading she obtained with the subject meter. The patient reportedly obtained control readings of ¿109 and 111mg/dl¿ with the subject meter; the control range on the vial of test strips the patient was using at the time the alleged issue occurred is 115-154mg/dl. It is not clear if the patient continued to test her blood glucose with the subject meter and test strips, and it is not known if the patient tested her blood glucose with another device after the alleged issues occurred. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged meter issues. According to the csr¿s documentation, as a result of the alleged meter issues, the patient reportedly developed a symptom of shaking (date/time unknown). It is not known if the patient correlated the reported symptom with high or low blood glucose. The patient denied receiving any form of treatment after the alleged meter issue occurred. It is not known when the patient¿s reported symptom abated. At the time of troubleshooting, the csr verified the subject meter was set to the correct unit of measurement (mg/dl); however, the csr noted the patient was not using the correct control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.